Event description:
Customer reports one incident of a blood leak on use #17 at the onset of pt treatment. Noted by a blood leak alarm. Estimated blood loss was 250 cc's. Treatment continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.